Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported, about two weeks ago, the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with trace amounts of ketones. Reportedly, the customer was unsure of the suspected cause of the bgs, but stated that the customer's bgs were elevated for three days while using the cartridge and infusion set. Although requested, no additional information was provided regarding this event. The customer performed a correction bolus to address bg levels, and was recommended to discuss diabetes management with health care provider.